Event description:
Procedure: lap colectomy of cecum with terminal ileum. According to the reporter: at the 3rd firing, (B)(4) sulu was used. It could be loaded properly but strange sound was heard and firing stopped. The device was released. Staples on distal end malformed and several staples remained on the cartridge. There was no foreign object on staple line. Another linear cutter was used and intestinal tract cut 5 more centimeters. Operating time extended: more than 30 minutes. Additional tissue resection: yes. Tissue damage: yes. No reinforcement material was used in conjunction with the stapling device. No adverse event was reported as a result of any delay in surgery.

Manufacturer narrative:
(B)(4).